Event description:
It was reported that the customer was hospitalized with a low blood glucose reading of 38 mg/dl. The customer was also shaking. The customer had changed the infusion set the day before being admitted. Troubleshooting was performed, and the insulin pump was programmed correctly. It was stated that the insulin pump was exposed to an MRI scan. Reviewed bolus history, and all seemed correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.